Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2015-04089 & 2016-03227).

Event description:
During a left hip revision procedure, there was difficulty removing the modular head as the taper had cold welded to the femoral stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.